Event description:
It was reported that a trainer supporting a study participant experienced repeated pairing failures when attempting to connect a dexcom g7 sensor to the ilet pump, with the sensor pairing to the mobile app but not to the pump, consistent with intermittent communication failure involving the antenna/electrical-magnetic communication components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the reporter and analysis of information provided by the third party. Investigation of this case revealed an interoperability problem between the g7 sensor and the ilet that manifested as intermittent communication failure attributable to the device¿s communication pathway, including the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.